Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the surgeon, the patient experienced pain and swelling (affected site not specified) which was successfully treated with antibiotics (mode of administration not specified). The implant remains in-situ.

Event description:
Per the clinic, the patient underwent revision surgery (specific date not reported), in order to reposition the device. The implanted device remains.